Manufacturer narrative:
A field action was initiated on 21-feb-2018 (product advisory notice was sent to all potentially impacted customers). The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number, m7346l607, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that there has been an issue with the "tube/connector" not fitting well on the tracheal suction and is "flying off the patients." (Unspecified quantity). No patient injury reported.

Event description:
Additional information received on 06-mar-2018 stated that the statement regarding the number of patients was a general statement that it occurred with multiple (quantity not specified and no individual details provided).

Manufacturer narrative:
Halyard health received one used suction catheter and one used flex connector. No product packaging was received. The male insert of the dse (double swivel elbow) was examined. There was no visible damage to the manifold or to the male insert. The male insert swivels although resistance was felt during rotation. The mold identification on the manifold was possibly ¿b¿, but it was not clearly legible. The mold identification on the 15mm end of the flex connector was ¿k14¿. The 15mm end of the flex connector was attached to the male insert of the dse. No resistance was felt when attaching the components. The flex connector made contact with the leading edge of the manifold with no resistance felt. A certified ruler (tqa030 calibrated (B)(6) 2017, due (B)(6) 2019) was placed next to the mated components. There was zero distance between the leading edge of the flex connector and the top of the dse flange. The flex connector was rotated. The dse male insert does not rotate with the flex connector. No root cause was identified. All information reasonably known as of 20-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).